Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been having problems with the air bubbles in the reservoir and tubing. Customer stated that when he fills the reservoir, a day later, the air bubbles come up. Customer has used several lot numbers and taps the air bubbles out to one side of the reservoir. Customer stated that he has air bubbles when his blood glucose ranges from 300-420 mg/dl. Customer stated that when his blood glucose is high, he treats with the pump. Customer stated that his blood glucose is normal because he has been correcting with the pump. Customer stated that the air bubbles are about the size of a ball pen. Customer declined troubleshooting for the current air bubbles in the reservoir and infusion set. Customer mentioned that a year ago, he had 5-6 reservoirs that he could not remove the plunger from.